Event description:
Reporter alleged he obtained discrepant blood glucose values of 500 mg/dl back to back with a result of 146 mg/dl when testing was performed 10 minutes apart on the advantage system. Reporter stated the comparison occurred about one month ago and no actions or treatment resulted. A request was made for the return of the suspect product and replacement was sent.